Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-feb-2026, it was reported by an arthrex subsidiary employee via email that an ar-1588btb-j device was jammed and therefore could not pass the sutures. This issue was discovered during an acl procedure on (B)(6) 2026. No additional information was provided. Additional information was received on 03-mar-2026: the case was completed with a replacement ar-1588btb-j btb tightrope. There was no case delay or added anesthesia administered.